Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that six months after the dental implant was installed in intraoral region #19 it was verified its non- osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed.patient presented insufficient bone quality/quantity and bone graft was executed.